Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when a phlebotomist was activating the safety shield of a 22 g x 1.25 in. Bd eclipse¿ blood collection needle with luer adapter, the entire shield fell off prior to covering the needle. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6168540. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.